Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the patient received shocks due to t-wave oversensing on the right ventricular lead. The device sensitivity settings were reprogrammed. While reprogramming the device it was noted to be at the elective replacement indicator, possibly prematurely. The device was explanted and replaced. The lead remains in service. No patient complications have been reported as a result of this event.